Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a lost sensor. The sensor had also given a reading of 65 mg/dl when the blood glucose reading was 158 mg/dl, causing the threshold suspend to be activated inappropriately. The cannula was bent. The customer declined further troubleshooting. The sensor was not replaced or returned.